Event description:
On (B)(6) 2025, a 66-year-old female patient underwent an ultrasound guided lymph biopsy procedure through normal tissue using the mission device. Post procedure, it was reported that the needle was allegedly broken. No coaxial needle was used. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one mission kit. The device was placed in the needle holder with dept 20mm in fully primed position. The trocar stylet was placed, needles and syringe and cotton with blood residues in a tray. A break as well as bent was noted in the coaxial needle. Therefore, the investigation is unconfirmed for the reported detachment issue as no component detachment was noted in the photo. However, the investigation is confirmed for the identified break and bent as the coaxial needle was noted to be broken and bent in the provided photo. A definitive root cause for the reported detachment, identified break and material bent could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. A2, a3a, b5, d4 (medical device lot number, unique identifier (UDI) #), g3, h6 (device, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review the investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the mission device. It was reported that during the procedure, the needle allegedly broken. It was further reported that another needle also broken but not used on patient. There was no reported patient injury.